Manufacturer narrative:
Qn# (B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this report. Testing was conducted on 200 model variant samples from current production. The cuff from the samples were inflated and left for four hours. Samples were then checked for any leak present. Defect reported was not observed in testing. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. It is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. Customer complaint cannot be confirmed. Root cause is unknown. Corrective actions cannot be assigned. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges the device balloon won't stay inflated when inflating on a cat. Alleged issue reported occurred during use. No patient injury or consequence was reported.